Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported gastrointestinal bleeding, bleeding, syncope, and patient conditions could not be conclusively established through this evaluation. It was reported that patient had an episode of gastrointestinal bleeding which was confirmed by 2 positive stool guaiac tests. The patient also experienced nose bleeds on (B)(6) 2020. No diagnostic tests were performed. Symptoms and treatments included transfusions, stopping anticoagulation treatment, weakness, dizziness, syncope. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they expired on 1(B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 29aug2018 the heartmate 3 lvas IFU lists bleeding and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had gastrointestinal bleeding confirmed on (B)(6) 2020, and an episode of nose bleeds. Patient had a positive stool guaiac x2. There were no diagnostics tests performed. The device operated as expected. Patient experienced weakness, dizziness, and syncope. Patient received transfusions and treatment for anticoagulation was stopped.